Event description:
It was reported that the insulin pump alarmed battery out limit and failed battery. The blood glucose reading was 132 mg/dl. Advised the customer that a replacement battery cap would be sent out. Later that day, the customer requested that the insulin pump be replaced because she was still having issues. She stated that the device was working for a while, but then she received another battery out limit. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents. No unexpected battery out limit alarm or failed battery test alarm noted. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.